Event description:
It was reported that this pacemaker was recently implanted approximately three months ago, and the patient currently has erythema around the scar and infection is suspected. The suspected infection will be evaluated to determine if the device will need to be explanted. No device issues were reported, and this is all the information that has been provided. At this time, the device remains implanted. No additional adverse patient effects were reported.